Event description:
Customer reports, the drainage tube on the aqua seal was not bonded properly. They state, an air leak was indicated and when they went to check the system, the tube disconnected from the collection reservoir and blood spilled onto the floor. There was no pt injury.